Event description:
Caller reported blood glucose results of 412 mg/dl on aviva system 1, 136 mg/dl on aviva system 2 within 10 minutes. No adverse event was reported. Strips are not available for return, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4). Strips not available for return.